Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. It was found that the overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. The honeycomb connector does not exhibit any signs of damage or visible defects that could have contributed to the reported error message. However, the electrical port on the planar clamp side has one broken connection pin, preventing the left-sasi to properly connect to the velys robot and therefore not recognizing the saw handpiece. It is suspected that the observed condition of the electrical port was caused by improper handling and maintenance of the device. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition.

Event description:
It was reported that during a total knee arthroplasty (tka) it was observed that the robotic assisted saw interface device (sasi) left was not working. It was reported that the device was displaying a "saw not connected" error message during the procedure. Another left sasi device was used, and the procedure was successfully completed. During in-house engineering evaluation, it was determined that the electrical port on the planar clamp side of the device had one broken connection pin, preventing the left-sasi to properly connect to the velys robot. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.